Event description:
It was reported that an endeavor stent was implanted in the proximal lad. Patient's cardiac status at time of procedure was silent ischemia. At the 30 day follow-up, the pt was asymptomatic, at 6 month follow-up, the pt had stable angina and at 12 month follow-up was asymptomatic. It was reported the pt suffered a sudden death 13 months post stent implant. Investigator indicated that pt death was not related to the endeavor stent. Autopsy report is not available. Please note this device is not distributed in the united states.